Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00100.

Manufacturer narrative:
Additional information: b.6 the relevant tests and lab data section had the following information added, "on 12-may-2016, dus imaging indicated target lesion was patent. On (B)(6) 2016, dus imaging indicated target lesion was patent. On (B)(6) 2017, dus imaging indicated target lesion was occluded and core lab analysis of dus imaging performed on (B)(6) 2017 indicated mid left sfa was occluded. On (B)(6) 2017, reintervention was performed on target lesions in the patient's left sfa. On (B)(6) 2018, dus imaging indicated target lesion was occluded." D.5 the operator of device: other had the following information added, "interventional cardiologist". H.6 the eval code & desc - result code "213" was added. Corrected data: b.3 the date of event was changed from "on (B)(6) 2017" to "on (B)(6) 3017". B.5 the event description was changed from " it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation." To "it was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study devices or procedure. The samples were discarded by the user facility and are not available for evaluation." D.4 the UDI no. Was changed from "(B)(4)" to "(B)(4)". G.1 the MDR contact person and email address were changed from "(B)(6). G.2 the MDR contact person phone number was changed from (B)(6). H.6 the eval code & desc - method codes were changed from "3263 and 3317" to "4115,3331, and 4110". The eval code & desc - conclusion code "92" was changed to "4310". H3 analysis: the samples were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study devices or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Analysis: the samples were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00100.